Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and loss of capture (loc) one day post implant. A microdislodgement was suspected, however, the position of the lead appeared unchanged on fluoroscopy. A revision procedure was performed. The lead was repositioned and pacing impedance measurements of 900 ohms were obtained. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.